Event description:
A malfunction was reported on the customer's pump, which had a dark screen and would not turn on, possibly due to extreme weather conditions. There was no adverse impact on the customer's blood glucose level. Customer technical support attempted troubleshooting steps without success and decided to replace the pump. The customer was informed that they would receive a replacement pump with updated software and necessary training. They were instructed to use multiple daily injections as a backup therapy and to return the faulty pump using a provided return box and pre-paid label.